Event description:
Male patient in the ICU post-mitral valve replacement, coronary artery bypass (twice), tricuspid annuloplasty, endoscopic saphenous vein harvest earlier this year. The following day, in ICU, rn was evaluating IV gtts and tubings when they noted a long white string stubstance in the insulin line. The white substance started after the pump cassette and extended down to appx 6 inches above the IV access hub. Upon dicsovery the insulin gtt was removed and the tubing site where substance started, was cut and placed into sterile container. The ICU pharmacist notified and handed off the sterile container. No issue with the IV access noted at this time of discovery and through the rest of the night shift.